Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, a defect was found on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was in stable condition and experienced no adverse consequences.